Event description:
It was reported that an unspecified software error occurred on the home choice. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that could have caused or contributed to the reported problem. A visual inspection was performed. The device's software did not meet product specifications related to the reported problem. The reported problem was confirmed during the power-up test. Additionally, full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects or malfunctions found. The direct cause of the reported problem was the software. The eproms will be reprogrammed with 10.400 software. Should additional relevant information become available, a supplemental report will be submitted.